Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after bending over, the patient experienced pain in the groin region. Following the event, the patient kept experiencing pain insidiously. A revision surgery was performed in which it was noted that the existing inflatable penile prosthesis (ipp) reservoir had migrated and was putting pressure on the neurovascular bundle. During the procedure, the component was repositioned to a more central location. There were no further patient complications.